Manufacturer narrative:
The carefusion failure analysis engineer examined the microblender and found that it is out of calibration. At blender accuracy seq # 6, 60%, spec. Is 58 to 62% reads 62.5%. At customer setting of, 70%, spec. Is 68 to 72% reads 72.3%. At customer setting of, 80%, spec. Is 78 to 82% reads 85.1%. Was able to bring microblender into calibration by adjusting the seat. Duplicated complaint allegation that the fio2 is out of calibration.

Manufacturer narrative:
(B)(4). Evaluation by carefusion is anticipated but has not yet begun.

Event description:
The customer reported that during initial testing they found that fio2 is not in specification at 80 and 90 setting. Set 70 get 71.3, set 80 get 85.1, set 90 get 98.3 , set 100 get 100. No patient involvement.